Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Reportedly, the customer delivered too much insulin (50 units) for the amount of food consumed. Juice and carbohydrates were consumed to treat the low bg level. Customer consulted with endocrinologist regarding diabetes management.